Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported the doctor found bumper worn and replaced all moving implants. Implants were removed and new bumper, 2 bushings, bearing component and axle were placed back in.